Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of high blood glucose levels. The customer's blood glucose level was 500mg/dl. The customer's most current level was 175mg/dl. Troubleshoot was conducted. The customer states they may have touched a setting on the device that was not supposed to be touched. The customer is being sent out a tubing clamp to conduct high pressure test, and complete troubleshoot. The customer was advised to call back when items are received to continue troubleshoot.